Event description:
It was reported that the lv lead impedance was high. Follow-up with the clinic determined that the atrial and lv leads were "non-functioning". The lv lead was capped and the atrial lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.